Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the inspection has shown that one of the four screw holding tabs of the cannulated screwdriver is broken off. The broken off tab was not returned for evaluation. Besides, the instrument is in good condition. Dimensional inspection: the relevant dimensions cannot be verified due to damage incurred. Material or hardness review: this instrument is made of stainless steel. During the DHR review the material was reviewed and the hardness value was confirmed to meet the specification. Summary: the complaint condition is confirmed as one of the four holding tabs of the cannulated screwdriver is broken off. This production lot (h299832) was manufactured in june 2017 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. A definitive root cause for the given complaint condition could not be determined based on the provided information. However, it is most likely that any unintended excessive forces during usage such as providing torque with improper alignment could have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. A device history record (DHR) review was conducted: part # 314.463. Synthes lot # h299832. Supplier lot # h299832. Release to warehouse date: 19 jun 2017. Supplier: flextronics america llc. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during operation for fracture of the humerus, the device was damaged when attempting to use with a screw. It was the first time the device was used. Another device was used to complete the surgery. There were no adverse consequence to the patient. No additional information could be provided. Concomitant device reported: cannulated screw self drill: (part#: 314.463 ; lot#: h299832; quantity#: 1). This report is for one (1) cannulated cruciform screwdriver. This is report 1 of 1 for (B)(4).